Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. It was reported that the pt had not felt stimulation for a while. Review of x-rays revealed a suspicious area on both the positive and negative lead coils in the upper area of strain relief loop that could be a break in the lead wire. Additionally, it appeared that the electrodes were placed lower than recommended in MFR's labeling. Exploratory surgery is planned.

Event description:
Product analysis summary: approx 40cm of the lead assembly was returned for analysis in one piece. Further examination of the lead connector pin identified at least four identiations near the end tip of the pin. The cause for the identations observed is unk. Continuity check using a multimeter was performed. Continuity check did not identify any obvious discontinuities on the portion of the lead returned. No anomalies that could have contribued to the high lead impedance reading were identified. Conditions of the lead are consistent with conditions that exitst after the explant procedure. The concomitant device (pulse generator) was also returned and analyzed. The pulse generator met electrical test specifications. No anomalies were identified on the device performance.

Event description:
Further follow-up revealed that neurologist reported that the pt has experienced a slight improvement in seizures since vns therapy system replacement; however, indicated that the pt's seizures are difficult to treat due to hormonal changes. The cause of the high lead impedance reading was most likely due to a discontinuity in the electrode portion of the lead; however, a conclusive determination cannot be made whether or not a discontinuity actually occurred because the electrode portion of the bipolar lead was not returned for analysis.